Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to depuy material science lab in warsaw for evaluation. The reported breakage was confirmed. The analysis of this device does not highlighted any product related defect and the need of corrective actions is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: DHR for part number 960784 batch number 528099 was reviewed. No deviations or anomalies were found.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had a tc3 depuy revision knee component insitu since 2013, the patient presented with pain, heard a crack in his knee when getting off a stationary bike. Upon xray, it revealed he bolt had broken in the femoral component of the tc3 and the adapter.